Event description:
It was reported that the pt experienced a surging sensation and a loss of therapeutic effect. In the last couple of weeks, the pt had to increase stimulation from the 5 level to 8.5 to get the same therapeutic effect. The pt felt the stimulation "kick in" at random times (pt could not think of positional changes that could affect it). There was no known accident or incident related to this complaint. The pt was redirected to their health care professional for eval.

Manufacturer narrative:
(B) (4).